Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had a crack on the battery compartment. She was also having issues with the up and down buttons as they take a while to respond. Troubleshooting was performed for the keypad anomaly. Customer didn't know her blood glucose level. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.